Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my right side would hurt') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspepsia ("heart burn") and gallbladder disorder ("gall bladder problems"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyspepsia and gallbladder disorder outcome was unknown. The reporter considered dyspepsia, gallbladder disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- pelvic pain, dyspepsia, gallbladder problem. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my right side would hurt') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspepsia ("heart burn"), gallbladder disorder ("gall bladder problems") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyspepsia, gallbladder disorder and vitamin d deficiency outcome was unknown. The reporter considered dyspepsia, gallbladder disorder, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- pelvic pain, dyspepsia, gallbladder problem. The following information was received from social media vitamin d deficiency. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- vitamin d deficiency. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my right side would hurt') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspepsia ("heart burn"), gallbladder disorder ("gall bladder problems"), vitamin d deficiency ("vitamin d deficiency"), tooth loss ("all my teeth are gone"), back pain ("lower back pain my side") and tooth fracture ("teeth breaking: yep"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyspepsia, gallbladder disorder, vitamin d deficiency, tooth loss, back pain and tooth fracture outcome was unknown. The reporter considered back pain, dyspepsia, gallbladder disorder, pelvic pain, tooth fracture, tooth loss and vitamin d deficiency to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added: all my teeth are gone. Reporter added. On 23-mar-2020: social media report received. Reporter added. Added event lower back pain my side. On 23-mar-2020: social media received. New event added: teeth breaking: yep. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my right side would hurt') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspepsia ("heart burn") and gallbladder disorder ("gall bladder problems"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyspepsia and gallbladder disorder outcome was unknown. The reporter considered dyspepsia, gallbladder disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: pelvic pain, dyspepsia, gallbladder problem. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.